Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, company rep reported that pt's "site falls off because of insulin backing up between the tape and the skin. On follow up call to pt on (B)(6) 2010, pt reported an ongoing issue with the infusion site adhesive not sticking and only lasting 1 day after insertion. Pt stated, he has pulled out several infusion sites by the infusion tubing getting caught on objects and pulls the site out completely. Pt reported, he resolved the issue with the adhesive not sticking by shaving the hair off of selected site locations and using IV prep wipes prior to inserting the infusion site. Pt stated, since this practice, the infusion set lasts 3 days, unless pulled out by the tubing. Pt reported, the most recent incident occurred on (B)(6) 2010 when he snagged the infusion tubing and noticed blood at the site. Pt stated, he cleaned the area with alcohol and inserted a new infusion set into a different infusion site. Advised pt to tape the tubing down where it can not get caught. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.